Event description:
The manufacturer has been informed about a voluntary field safety notice/recall regarding the sound abatement foam in specific CPAP, bipap, and mechanical ventilator devices. The patient has reported allegedly experiencing nose irritation, liver disease, toxicity, and other unspecified issues. According to the complaint, the affected patient has experienced the following: "allegation of skin irritation, respiratory tract irritation, dizziness and/or headache, hypersensitivity, nausea /vomiting, inflammatory response, and lung disease." No specific medical intervention was mentioned. This information was relayed to the manufacturer through the customer's legal representative. Due to potential legal implications related to this case, further investigation or follow-up cannot be pursued. If any additional information becomes available, a follow-up report will be provided.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.